Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported that the customer was hospitalized several times due to issues related to diabetes, including high and low blood glucose levels. The customer stated that she could not recall the dates of hospitalization nor the blood glucose readings, except for once instance in which she was hospitalized for low blood glucose and went into a coma. The blood glucose reading was 28 mg/dl. The customer stated that she was hospitalized in (B)(6) 2014, and once in (B)(6) 2015. She noted that she also experienced various events which required several visits to the emergency room, although she was not admitted. She stated that she had changed the infusion set in the morning and noted a bent infusion set cannula. The insulin pump passed the self test during troubleshooting. She reported that the insulin pump did not alert her when her sensor glucose reading was above her 80 to 240 mg/dl range. She requested replacement of the insulin pump. None else noted.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.